Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
This supplemental report is being filed to show why no analysis was performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient had a pocket erosion and infection. A revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. The electrode remained in service. No additional adverse patient effects were reported.